Event description:
Event description guidant received information that this implantable lead displayed crosstalk of the atrial sense in the ventricle causing inhibition of pacing. The sensitivity is set at least. The distal coil of the lead lies across the tricuspid valve, however it appears that it has been this way for 2 years and has not moved.